Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced rising blood glucose after an infusion set change and lunch while using the ilet, with the caregiver suspecting poor absorption at the infusion site; the caregiver was guided to replace a steel 6 mm contact/detach infusion set, perform fill tubing only, reconnect at the anchor, and fill cannula, after which insulin therapy was confirmed resumed. Symptoms included hyperglycemia, with a reported peak of 303 mg/dl and readings above 180 mg/dl for approximately two hours, without alerts, backup therapy, ketone testing, or medical intervention. Outcomes included transient elevation of blood glucose without disability, hospitalization, or other immediate health effects. Investigation included troubleshooting and user education on infusion set replacement and reconnection steps. Investigation of this case revealed that the device did not generate high glucose alerts and that hyperglycemia was temporally associated with a likely infusion site absorption issue, although a definitive device or component malfunction was not identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.